Manufacturer narrative:
Device evaluation: the endoscope was evaluated in the evaluation and repair department in accordance with the repair process. A visual and functional test was carried out on the endoscope. Handgrip, housing, are in good condition. No scratches, no wearing marks. Shaft in good condition (no scratches or other damages). The power cable is defective, so there is no picture. After the power cable was changed it was recognized that the sensor is defective, resulting in a blurred image. The error described by the customer "endoscope frozen image error" could be confirmed. This error is due to a defective component in the power cable, probably the chip. This incident most likely also damaged the image sensor. For this reason, it is likely that a defect in the power cable subassembly caused the screen to freeze. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the endoscope did not provide video after connection and there was a frozen image error. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).